Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) could not achieve normal hemostasis. The device and sheath were removed together after deployment, and hemostasis was achieved by manual compression. There was no reported injury to the patient. The device was stored and prepared according to instructions for use, and the procedure was performed using a retrograde approach with a non-cordis sheath. Angiography confirmed femoral artery suitability, vessel diameter was =5 mm, and no calcium, plaque, stent, or significant stenosis was present at the puncture site. No resistance or connection issues were encountered, and the device was securely locked. Pulsatile flow was observed and appropriately reduced during retraction, the indicator window turned black without showing red, and the button was fully depressed without excess force. The device will be returned for evaluation.